Manufacturer narrative:
An event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing pain post-implantation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via the stryker facebook page, "I am 71. I got a mako knee on (B)(6). At this point in time, I wish I had not done it. I have been in constant pain and I can barely eat. This is the most miserable I have ever been in my life. My right one needs to be done, but I just don't think I can put myself through it again. It has been horrible." Additional facebook comment received: "I had one on (B)(6) 2024. This has been the worst experience of my life."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned.

Event description:
It was reported via the stryker facebook page, "I am 71. I got a mako knee on 4/9. At this point in time, I wish I had not done it. I have been in constant pain and I can barely eat. This is the most miserable I have ever been in my life. My right one needs to be done, but I just don't think I can put myself through it again. It has been horrible."